Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported a revision knee surgery was performed after the insert fractured and migrated. During the surgery, the insert was removed and exchanged.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted there was no additional clinical/medical documentation received to date. Should additional clinically relevant documentation be provided, the clinical/medical task may be re-opened. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.